Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a patient experienced glare and halos. The iol was exchanged for another lens one month following the initial implant procedure. Additional information has been requested.

Event description:
In a follow up, the materials manager reported the initial iol was exchanged for another lens with two and a half diopters difference in power indicating an initial calculation issue.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).